Event description:
Caller reported alarm 01 occurring with their insulin pump. There was no reported impact to the customer's blood glucose level. The customer was instructed to load a new cartridge, but the alarm persisted. Consequently, the pump will be replaced, and the customer will use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted. The customer was guided on storing the pump before returning it to tandem and agreed to return the malfunctioning pump within 10 days using a pre-paid shipping label.